Event description:
S: while advancing gurney forward in "steer" mode, the gurney started to make "knocking sounds," and then immediately, "sped up in forward mode at a high speed independently. Nurse tried to stop the gurney, as it was pulling me forward. The gurney pushed through the 1st set of ccl double doors and proceeded forward to the larger cath lab doors leading to the hallway. The patient was in the gurney, and did not suffer any injuries. Pt denied pain and stated that his feet did not "touch the wall."